Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-oct-2021. The most recent information was received on 08-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2020, the patient experienced pelvic pain (seriousness criterion medically significant), heavy menstrual bleeding ("haemorrhagic periods"), dysmenorrhoea ("dysmenorrhoea"), musculoskeletal pain ("joint and muscle pain"), memory impairment ("memory problems"), disturbance in attention ("attention problems"), micturition urgency ("frequent urge to urinate"), dry mouth ("dry mouths"), dry throat ("dry throats"), insomnia ("lack of sleep / insomnia"), restless legs syndrome ("restless legs syndrome"), back pain ("lumbar pain"), fatigue ("severe fatigue"), asthenia ("persistent asthenia"), decreased appetite ("lack of appetite") and mobility decreased ("difficulty in moving"). At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea, musculoskeletal pain, memory impairment, disturbance in attention, micturition urgency, dry mouth, dry throat, insomnia, restless legs syndrome, back pain, fatigue, asthenia, decreased appetite and mobility decreased outcome was unknown. The reporter provided no causality assessment for asthenia, back pain, decreased appetite, disturbance in attention, dry mouth, dry throat, dysmenorrhoea, fatigue, heavy menstrual bleeding, insomnia, memory impairment, micturition urgency, mobility decreased, musculoskeletal pain, pelvic pain and restless legs syndrome with essure. The reporter commented: period of occurrence: 1 year since 2020 patient¿s current status: on leave from work pain intensifying over the days. Lack of sleep and appetite. Severe fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2020, the patient experienced pelvic pain (seriousness criterion medically significant), heavy menstrual bleeding ("haemorrhagic periods"), dysmenorrhoea ("dysmenorrhoea"), arthralgia ("joint pain"), myalgia ("muscle pain"), memory impairment ("memory problems"), disturbance in attention ("attention problems"), pollakiuria ("frequent urge to urinate"), dry mouth ("dry mouths"), dry throat ("dry throats"), insomnia ("lack of sleep / insomnia"), restless legs syndrome ("restless legs syndrome"), back pain ("lumbar pain"), fatigue ("severe fatigue"), asthenia ("persistent asthenia"), decreased appetite ("lack of appetite") and mobility decreased ("difficulty in moving"). At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea, arthralgia, myalgia, memory impairment, disturbance in attention, pollakiuria, dry mouth, dry throat, insomnia, restless legs syndrome, back pain, fatigue, asthenia, decreased appetite and mobility decreased outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, back pain, decreased appetite, disturbance in attention, dry mouth, dry throat, dysmenorrhoea, fatigue, heavy menstrual bleeding, insomnia, memory impairment, mobility decreased, myalgia, pelvic pain, pollakiuria and restless legs syndrome with essure. The reporter commented: period of occurrence: 1 year since 2020 patient¿s current status: on leave from work pain intensifying over the days. Lack of sleep and appetite. Severe fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.